Event description:
Information received indicates that CPR is not functioning, but the head section will lower from the siderail.

Manufacturer narrative:
The technician replaced the sticking CPR valve to repair the bed.